Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2012. Concomitant medical products - medical product: unknown nexgen femoral component, catalog #: unknown, lot #: unknown; unknown nexgen articular surface, catalog #: unknown, lot #: unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-00675, 0001822565-2020-00677. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently,the patient was experiencing deep vein thrombosis postoperative, which was resolved. Medical records states that no further issues occurred.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2020-00103

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2020-00103